Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. They checked out the system and had no issues connecting to the electronic picture archiving and communication systems (pacs) or loading the cd. This was performed after the reboot of the system. The system is functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues loading patient images. They searched electronic picture archiving and communication systems (pacs) by name and magnetic resonance imaging (mr), but could not find the patient. The system has worked with pacs previously. They loaded the exam onto a disc, but no cd option would appear in media. The cd eventually loaded, but it took about 3-4 minutes. Troubleshooting included requesting the manufacturer representative to have the site call in and try accessing the cd utilizing nautilus. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.